Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on 6/30/2016. The fse replaced the rotor seal, stator face assembly, and the uptake and purge check valves. The fse ran qc (quality control) and several patient samples with resulting areas in the acceptable range. The instrument was verified as operational. There was no further action by field service required. The most probable cause of the reported event was the purge check valve.

Event description:
On (B)(6) 2015 a customer reported occasional low areas with their g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.